Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's (B)(4) to report that a supply bag fell on the floor and disconnected during dwell 2/6. (B)(4) contacted the hp regarding the incident. The hp stated he did not know what caused the supply bag to fall as everything was set-up the same as always. The hp started therapy over with new supplies. The sample was discarded and the lot number was unknown. No patient injury or medical intervention was reported.